Manufacturer narrative:
Patient weight not available for reporting device malfunctioned intra-operatively and was not implanted / explanted. Device available for evaluation: date returned to manufacturer. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No code available used to capture removal of nail after implantation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail advance (tfna) surgery, the insertion handle disconnected from the nail after the nail was already inserted fully into bone. It was attempted to reconnect the insertion handle and tried to connect the extractor and thought to be tightened with the bone but did not get as much purchase as intended and fell apart. The surgeon ended up drilling a hole through the knee and tamping the nail out retrograde. A new tfna set was opened, and a new nail was inserted. The surgery was then completed successfully. There was a 30 minute delay. No additional medical intervention was required. The patient was stable following surgery. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: device history lot: manufacturing location: monument. Manufacturing date: 05-dec-2017. Expiration date: 31-oct-2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. Part#: 04.037.159s, lot#: h513921 (sterile) - 11mm/130 deg ti cann tfna 380mm/left- sterile. Quantity 6. Device evaluated by MFR, device manufacture date: investigation summary: it was reported during a trochanteric fixation nail advanced (tfna) surgery, the jig disconnected from the nail after the nail was already inserted fully into bone. It was attempted to reconnect the jig and tried to connect the extractor and thought to be tightened with the bone but did not get as much purchase as intended and fell apart. The surgeon ended up drilling a hole through the knee and tamping the nail out retrograde. A new tfna set was open, and reinserted a new nail. The surgery was then completed successfully. There was a 30 minute delay. No additional medical intervention was required. The patient was stable following surgery. This reported complaint condition of not being to assemble the three returned devices was unable to be confirmed because the nail was able to be assembled with the insertion handle and connecting screw at customer quality. See "(B)(4) investigation photos. Pdf" for visual evidence of the returned devices assembled together and also separated at customer quality. Therefore the reported complaint condition of not being able to assemble the 3 devices was not able to be replicated at customer quality (cq). The extractor was not returned and therefore device interaction with the extractor could not be confirmed or replicated. Visual inspection revealed no relevant damage to the returned nail except for a few post manufacturing scratches at the proximal circumference region. Therefore the confirmed "yes" selection was made for this investigation for scratches but the reported condition of difficulty during assembly is not confirmed. The returned nail was manufactured in december 2017. Tabulated product drawing revisions e&f for the family of titanium cannulated trochanteric fixation nail-advanced were reviewed during this investigation. A dimensional inspection was not performed at cq because the returned devices assembled as intended at cq. The complaint histories for the tfna nail family (04.037.012-975) was reviewed from 1/2014 (system launch) through 5/2018 "connecting screw must create a connection between the insertion handle and the nail" and hazard "nail is loose or not retained by the insertion handle or head element cannot be targeted or inserted during surgery¿. No design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Inspection sheet for in-process/inspect dimensional/final tfna assembly inspection met inspection acceptance criteria. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot: l585952, 04.037.912.4 - wave spring, shim ended bp-55 lot: h474686, 04.037.912.3 - tfna lock drive bp-58 lot: h474136. Raw material lot: bp-80, lot: h312845. Raw material received from metalwerks pmd, inc. Certificate of analysis for titanium received from metalwerks meet specification. Raw material receiving/putaway checklist meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.